Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the physician to troubleshoot the device because it was not functioning properly. Troubleshooting did not resolve the issue; therefore, the device was explanted and replaced with a new ipp. Upon explant, the reservoir was empty and it was determined that fluid loss had occurred somewhere within the device. No patient complications were reported.